Manufacturer narrative:
(B)(4). D6a: implant date in 2009 or 2010 d10: cat: 00631006236, lot: 61246255 liner 10 degree elevated rim. H6: suggested component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a hip revision due to suspected metallosis. There was a head and liner exchange. It was reported that no further information is available.